Event description:
It was reported that a vented paclitaxel set had a leakage of saline at the air vent. This occurred during priming. The reporter stated that the air vent was closed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the evaluation was completed to investigate the reported issue. Visual inspection revealed the end of the filter to be cracked. Gravity testing was performed with a leak noted from the identified crack. Therefore, the reported condition was verified through evaluation. The cause of the condition was narrowed down to a supplier issue. Notification has been sent to the supplier. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.